Event description:
It was reported: a helical blade coupling screw breaking during surgery. The surgeon was performing a trochanteric fixation nail procedure and after inserting the helical blade to disengage the screw, it was noticed that the little piece that is connected to the long cannulated connecting screw was loose where the surgeon engages the screw with the blade. When surgery was completed, the sales consultant took the device to the back table and the little piece came completely off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 4799091 revealed the helical blade coupling screw was manufactured by (B)(4), dated 12/30/04, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4). The certificate of compliance is dated (B)(6) 2004, (B)(4) parts were released to the warehouse on 1/7/05. (B)(4) was written for (B)(6) parts having cosmetic issues and all of them were returned to the supplier. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been returned and the investigation is ongoing. Placeholder.